Event description:
Information received from the field notes that the patient went to the emergency room where the device exhibited no atrial sensing. The programmer indicated that the pulse generator had reached rrt. Dashes (---) were noted for magnet rate and battery current.